Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 1.9, lab-inr: 6.1 (lab result from 2009).

Manufacturer narrative:
Summary: end-user reported accuracy discrepant test result. Meter and strips were not expected to be returned. Troubleshoot revealed tests were done more than three hours apart. There is a high possibility that the discrepancies are due to changes in the status of the pt. The results are not considered discrepant within the context of the documented variability for inr testing. End-user was referred to contact doctor for advice. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. Hence, no further investigation required. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.9, reference: 6.1, mean: 4.00, confidence-limits: 2.3-5.7. Per tsr, tests were done more than three hours apart, three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the pt. In-house accuracy test. Test date: donor 3 (2009), donor 4 (the following month). In-house meters. Retained strip ln: 213040a. Comparative sys: sysmex 560. Two therapeutic donors. Results: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. These meet the above criteria. No further action is required. No product deficiency was established.